Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a leaking insulin cartridge that resulted in insulin loss, persistent ¿high¿ glucose readings, and purple discoloration inside the ilet cartridge chamber consistent with housing anodization discoloration drawn by leaked insulin. Symptoms included hyperglycemia above 180 mg/dl for approximately 12 hours with alerts for prolonged high glucose, vomiting, thirst, and headache. Outcomes included use of backup subcutaneous insulin per provider instructions and temporary suspension of pump therapy while following a two-hour manual injection offset; no medical intervention and no hospitalization occurred. Investigation included customer care troubleshooting, education on cartridge fill and replacement, and instructions to clean the cartridge chamber. Investigation of this case revealed evidence consistent with a leaking cartridge and cosmetic discoloration attributed to interaction between leaked insulin and uncleaned anodized housing, with no indication of ilet functional impairment outside the leak. It was concluded, based on previously established findings for similar reports, that the cause was a cartridge leak leading to under-delivery and hyperglycemia.